Event description:
A shocking / jolting sensation was experienced with the device system turned on. The patient noted that the lead had moved; to be underneath her ear. The patient was scheduled to meet with manufactured representative on (B)(6) 2010. Troubleshooting techniques, in addition to the patient's outcome, were not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).